Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-52036.

Event description:
It was reported by the sales rep that two of the customer's omnispan 12 degree needles incorrectly deployed anchors during a meniscal repair. He stated the surgeon successfully deployed the first and second anchor into the meniscus but when tensioning the suture it was noticed the second anchor did not deploy completely through and was able to be pulled back through the meniscus. The surgeon removed the anchor and used another needle in the omnispan applier to continue the procedure. The second needle successfully deploy and inserted the anchors with no issue. When the surgeon went to use a third needle, the same exact thing happened. The anchors deployed but the second anchor did not penetrate through the meniscus and capsule completely causing it to come back through when the surgeon was tensioning the sutures. At this point the surgeon had inserted enough anchors to complete the procedure without using another needle or more anchors. The procedure was delayed about 10 minutes but there were no patient consequences. The devices were discarded already. The sales rep was not present, no further information was available.